Manufacturer narrative:
The user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of multiple infusion set tubings and cartridge tubings. Reportedly, the customer uses u-500 insulin within the cartridge. A new cartridge was successfully loaded resolving the issue. Customer's blood glucose level was 251 mg/dl.